Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip opening while locked it was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xt clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip opened to roughly 60-70 degrees. To help stabilize the clip, an additional clip was deployed, reducing mr to a grade of 2. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
All available information was investigated, and the reported clip opening while locked could not be replicated in a testing environment due to the condition of the returned device. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify a lot-specific product issue. Based on available information and without the device to analyze, a cause for the reported clip opening while locked could not be determined. The reported unexpected medical intervention (additional mitraclip, same procedure) was the result of case-specific circumstances. There is no indication of product issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). This event was further reviewed by a clinical staff engineer r&d, and the reviewer stated that ¿one (1) image taken on a personal device (e.g. Smart phone, tablet) of a fluoroscope monitor was provided (fluoroscopic still image). In the image, two fully deployed clips can be visualized and the cds can be seen retracted into the sgc such that the l-lock shaft of the delivery catheter (dc) is just proximal to the sgc tip ring; this indicates the image was taken post deployment of the second clip (no reported issue) that was implanted to stabilize the first clip (reported device). The top clip in the image appears to be in the fully closed position (~10°) per the instructions for use, while the bottom clip in the image is opened to a noticeably larger arm angle. Therefore, the bottom clip in the image is likely the first implanted clip reported for clip open while locked (cowl). The clip arm angle appears to be ~50°. While this is an estimation based on visual assessment with the naked eye and cannot be confirmed, it is apparent the reported clip is open beyond the fully closed position (~10°) per the instructions for use. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment), when and/or by how much the clip opened, can be made. There are no additional observations based on the image.¿